Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a dim, discolored display screen. The display was replaced with a test display and the contrast returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and difficult to read in well lit areas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.